Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 03.037.022, lot: f-23718, manufacturing site: selzach, supplier: (B)(4) , release to warehouse date: 09.may.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Material was used with correct hardness after procedure and documented in coc from supplier. A product investigation was conducted. Visual inspection: visual inspection performed at customer quality observed that the tip of the drill bit was broken. Broken fragments were not returned. No sign of damage was observed on the remaining portions of the device except for the slightly worn connection end surfaces which would not impact the device functionality. The received condition does agree with the complaint description. This complaint is confirmed. The cause of the issue was not determined to be use error, misuse/abuse, non-compliance, post-operative trauma. Dimensional inspection: dimensional inspection of the cannulated stepped drill bit tip was performed. The internal diameter was measured to conforming. The outer diameter (teeth to teeth) was measured to conforming. Document/specification review: relevant drawing for the returned device, and no design issues were found which can contribute to this complaint condition. DHR and material review or hardness review: a device history review was performed for the returned instrument¿s lot number and no ncrs, mrrs or complaint-related issues were identified which may have contributed to the complaint condition. Also, based on the device history record review, there is no indication that any issues with material or material properties contributed to the complaint condition. Material aisi 440a was used with correct hardness after procedure and documented in coc from supplier. Conclusion: a visual inspection and document/specification review were performed as part of this investigation. The complaint device was observed to be broken at the tip of the drill, thus confirming the complaint. While a definitive root cause could not be identified that contributed to the complaint condition. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019 the patient underwent an orthopedic procedure for an unknown reason. During the procedure, the tip of the cannulated stepped drill bit broke. There were fragments generated from the broken device but were removed easily without additional intervention. There was two (2) minutes surgical delay. The procedure was completed successfully with no patient consequence. This report is for one (1) drill bit. This is report 1 of 1 for (B)(4).